Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the distal segment was returned, analyzed, and no anomalies were found. It was also noted that the distal conductor had blood/body fluid (not obstructed) and the outer insulation had cosmetic environmental stress cracking. Only visual analysis was performed and the analyst noted that there is a lead removal wire in the distal conductor and no discontinuity was observed.

Event description:
It was reported that the lead exhibited high/unstable thresholds. The lead was explanted and later replaced with an epicardial lead. No patient complications have been reported as a result of this event.